Event description:
It was reported that the tip of the bipolar forceps instrument broke. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section on the main tube with localized deep scratches, located 1 inch from the wrist. When tested, the instrument moved intuitively with a full range of motion in all directions. No components were broken.